Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 5 patient samples tested for sodium (na) and potassium (k) on a cobas 8000 ise module. Patient 1 initial na result was 122 mmol/l. On (B)(6) 2019 the repeat result was 140 mmol/l. Patient 2 initial na result was 99 mmol/l. The repeat result was 144 mmol/l. Patient 2 initial k result was 2.86 mmol/l. The repeat result was 4.26 mmol/l. Patient 3 initial na result was 125 mmol/l. The repeat result was 144 mmol/l. Patient 4 initial na result was 129 mmol/l. The repeat result was 137 mmol/l. On (B)(6) 2019 patient 5 initial na result was 111 mmol/l. The repeat result was 142 mmol/l. Patient 5 initial k result was 3.52 mmol/l. The repeat result was 4.58 mmol/l. The erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and adjusted the sipper nozzle. Calibration and qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.